Manufacturer narrative:
Analysis summary: an attempt to reproduce the reported event was conducted 5 times using samsung galaxy a71, android 11 and android 12 devices with 780g pump and minimed mobile app (version 1.2.1) and we were unable to reproduce the issue during testing. Pairing was successfully performed 5 times. Software performed as expected per specification. As per the log that were analyzed we can see that the software did performed as expected per specification (ble connect mobile application and pump spid, (B)(6)). -supervisor timeout cases were considered as connection to be lost -after disconnection app performed auto reconnect attempts -all lost of bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur) in addition, most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: - bluetooth stack implementation, - pump software, - radio interference, - distance increased between android device and a pump. We provided some troubleshooting steps as stated below to the technical support: - resetting network settings, - clearing data of the bluetooth app, - make sure your phone and the pump both have sufficient power. If needed, replace battery or charge their battery and then try connecting them again. - clarify does customer have any devices that constantly interact with bluetooth (like headphones etc.) And disconnect them in this case; - try connecting other bluetooth devices to the phone. If other devices connect, there may be an issue with the pump itself. - perform a factory reset. Technical support provided the generic steps to resolve the issue, and later the issue was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com other device to software-unres occurred. There was no adverse impact or consequence reported as a result of this event.